Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the wake button was sticking. As well as the pump battery was depleting quickly. There was no adverse impact to customer's blood glucose. The customer declined follow up from tandem technical support; therefore, further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.